Manufacturer narrative:
The reported event was identified during review of a journal article. M.h. Hjorth, et al. Does a titanium sleeve reduce the frequency of pseudo tumors in metal-on-metal total hip arthroplasty at 5-7 years follow-up? The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01959.

Event description:
It was reported in a journal article that one patient had extracapsular pseudo tumor in the right hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.